Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The root cause for the open wire was excessive force. The defective electrode belt did not cause or contribute to any adverse events.

Event description:
While evaluating electrode belt sn (B)(4) for an unrelated event, a reportable problem was found. The belt failed a te recognition test.